Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Black trace on the luer-lock tip

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4)and will be cancelled making this MDR void.

Event description:
Complaint is a duplicate of (B)(4).